Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose (bg) over 500 mg/dl and was admitted to a hospital for hyperglycemia. The patient received IV fluids and insulin via injection as treatment from the health care provider (hcp). Reportedly, the patient discontinued pump therapy. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.